Event description:
It was reported by work order that a patient was being taken out of the ambulance and the safety bar on the cot did not catch and the cot dropped six inches. The patient complained of neck issues. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.